Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows it was reported by the affiliate via mail that an overheating of the saline solution that was aspirated by the vapr tripolar 90 suction elect was detected. During the activation of the electrode, the aspiration of the arthroscopic pump and of the electrode were regularly open and worked as intended. The activation of the electrode didn't last more than some consecutive seconds. Cut power of the generator was at level 7, subsequently moved to 4. This report is for one (1) vapr tripolar 90 suction elect. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function.the device was forwarded to the manufacturer for further investigation.the manufacturer indicated that the device passed all electrical and functional testing with no issues or reported errors displayed on the generator. It was stated that ¿overheating of the saline solution¿ was an issue during the procedure. It is unknown as to what procedure this may have been, or the suction settings that was used. However, this device will heat up the saline surrounding the active tip of the device, and this temperature increase is minimised by the inflow of saline into the region (via external pump) and the removal of saline via the electrode. With minimal flow the saline will likely increase in temperature, depending on the activation time/cycle and system settings. This temperature can be monitored and controlled via the surgeon, who can either increase the saline flow, decrease the activation cycle, decrease power, or a combination of these.the reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. Furthermore, a manufacturing record evaluation was performed for the finished device u1809167 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).